Manufacturer narrative:
This follow-up report is being filed to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as there is no failure alleged against the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI# (B)(4).

Event description:
A patient who underwent tibial reconstruction was revised after his leg twisted approximately 7 months post-implantation.